Manufacturer narrative:
Customer has indicated that the product will not be returned to orthopediatrics for investigation, because the device is still implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found for the wire guide. No lot number was provided for the devices used, so no further DHR evaluation could be performed. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00080 and 3006460162-2020-00081. Reference: (B)(4).

Event description:
It was reported that two cannulated screws failed to lock to the locking proximal femur plate. The remaining screws locked correctly to the plate. The surgeon replaced the two screws with additional screws which locked correctly. No adverse events have been reported as a result of the malfunction.